Event description:
Reportedly, the rv continuity coil was noted under 200 ohm (in red)s on 2 remote reports (on (B)(6) 2022 and on (B)(6) 2022). However, coils are indicated "ok" in the front page of the report and the rv continuity coil curve is stable in normal range.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported event: the rv coil continuity was indicated to be lower than 200 ohms in the remote reports dated on (B)(6)2022 . However, it was observed that the rv coil continuity measurement stored in the device memory was in fact 346 ohms on (B)(6) 2022. In-depth analysis revealed that the observed mismatch between the measured value and the displayed value resulted from a software anomaly, which occurred under specific conditions, leading to the storage of the programmed amplitude parameter in the device statistics instead of the measured amplitude. Therefore, the calculation of the last rv coil continuity value was made with the wrong amplitude value and the result obtained was therefore wrong, thus explaining why ¿< 200 ohms¿ was displayed in the remote report. It should be noted that the rv coil continuity curve displayed the correct impedance value. The correct impedance value on (B)(6) 2022 is 346 ohms (normal range). Corrective actions of this software issue are currently being contemplated.

Event description:
Reportedly, the rv continuity coil was noted under 200 ohms (in red) on 2 remote reports (on (B)(6) 2022). However, coils are indicated "ok" in the front page of the report and the rv continuity coil curve is stable in normal range. Reports seem incoherent on this subject.